Event description:
Reportedly, it wasn't possible to interrogate an edis during a scheduled fu. We removed the o+ and we tried it at the office. We got the attached error message.

Manufacturer narrative:
Based on the analysis of the data provided the reported issue has been confirmed but the root cause could not be determined because all logs of sessions haven¿t been generated. The reported issue could be related to a corruption in platinium programmer configuration. The workaround is to reinstall the smartview to remove the potential corruption. This case is recorded for trending purposes.

Event description:
Reportedly, it wasn't possible to interrogate an edis during a scheduled fu. We removed the o+ and we tried it at the office. We got the attached error message.